Manufacturer narrative:
(B)(4). This is a product not distributed in the us and does not have a 510k number. The device has been received at baxter for evaluation. However, the evaluation is not complete at this time. A follow-up report will be filed upon completion of the device evaluation, or if any additional information is received.

Manufacturer narrative:
(B)(4). This complaint for a damaged transfer set was confirmed during the sample evaluation; however, no root cause could be determined. A visual inspection was performed with a broken spike noted. Leak testing was performed with no issues noted. A clear passage test was performed with no issues noted. A clamp function test was performed with no issues noted. A batch review could not be performed because the lot number was not available.

Event description:
A nurse contacted baxter (B)(4) regarding a damaged uv flash transfer set. The nurse stated that a broken spike of the transfer set was found during use. The product had been in use for 150 days. There was patient involvement. There was no patient injury or medical intervention was reported.